Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that intermittent exit block was observed even at an output of 5 v, 1 ms. Iegms revealed crosstalk signals in the ventricular chamber. The pulse generator was explanted and replaced.